Event description:
The customer reported a leak on the collection bag tubing on two disposable sets. The patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: two disposable sets were returned for evaluation. Upon visual inspection, no manufacturing abnormalities were noted. The slide clamps were closed above and below the luers. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the root cause for the luer leak is not conclusive. Possible causes include but are not limited to:-a build-up of pressure in the plasma line if the operator clamps the lines above the connector during collection. This causes a pressure buildup that can result in a leak at the luer.-a loose fitting slip fit luer (vendor defect)

Event description:
The customer declined to provide the patient's information.